Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was 400 mg/dl which was treated with manual injections. The customer was experiencing fluctuating blood glucose levels. The customer stated that drive support cap was loose and the bottom of the insulin pump had damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap noted. The test reservoir p-cap was able to lock in place. Unable to perform any test.